Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device failed to display e4 (occlusion error) and the patient experienced elevated blood glucose levels that he was unable to correct via the device. The patient changed the infusion set and his blood glucose levels returned to normal. No adverse event was reported. The infusion device was requested to be returned for product evaluation.